Event description:
As per the report received from germany, edwards received notification of a pascal procedure in mitral position. The patient had secondary tricuspid valve insufficiency of grade iii degree. An interventional edge-to-edge tricuspid valve reconstruction was carried out. The increase in tricuspid insufficiency from moderate to high is partly attributed to the iatrogenic septal defect (asd) that was made during the mitral procedure. No actions have been taken or are planned to treat the asd and there was no mention of hemodynamic instability during the mitral procedure.

Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information added/updated for section b4, d4 (lot number added, UDI and expiration date), g3, g6, h2 and h4 and h11. Supplemental being submitted for lot number, UDI, expiration date and manufacturing date.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions) and h11. Additional h6 type of investigation code: labelling review: the complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence. Per the instructions for use (IFU), atrial/septal wall damage is a known potential adverse event which has been identified as a possible complication of mitral valve repair, including the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to such injury. Poor transeptal puncture (tsp) location and or anatomical challenges can be two common factors that can cause these types of events. The device history record was reviewed and no non-conformances potentially related to the complaint event were identified. The device passed all manufacturing and sterilization inspections. There were no additional complaints identified for the lot associated with this event. There were no reports of complications during transeptal puncture, introduction of the guide sheath across the septum or device retrieval therefore the remaining atrial septal defect cannot be attributed to a device related issue and is an anticipated procedural complication. Since no edwards defect was identified, corrective or preventive actions are not required.